Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of "high" on the continuous glucose monitor. Suspected cause was due to the customer's personal profile requiring adjustments. The customer delivered a correction bolus via the pump and administered manual injections to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management and settings adjustment.